Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified three openings on radius side and the weight to the specification. A microscopic analysis was performed which identified a striated edged opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: three striated edged openings on radius side assessed as surgical damage.

Event description:
Healthcare professional reported right side device removal is noted as "cap con," baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.2, h.6.

Event description:
Additionally, healthcare professional confirmed baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side device removal is noted as "cap con," baker grade not specified. Device has been explanted.